Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial/lot #: (B)(6), ubd: 11-apr-2027, UDI#: (B)(4) h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, it was observed that the valve was constrained, and there was still paravalvular leak (pvl) of unspecified severity. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 24 millimeter (mm) balloon. Upon closure of the access side, the patient's blood pressure dropped. It was observed via echocardiogram that pericardial effusion had occurred, and an annular rupture was later confirmed. Subsequently, the valve was explanted and the patient was sent to the intensive care unit (ICU).

Event description:
Additional information was received that the severity of the pvl was moderate. Per the physician, the cause of the annular rupture was suspected to be due to the post-dilation, and the physician was not sure if the valve caused or contributed; however, the delivery catheter system (dcs) did not cause or contribute to the rupture. The patient's calcified anatomy was noted as a contributing factor to the rupture.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.